Event description:
Venous alarm on crrt in morning. Venous pressure of 770 all of the sudden. Rn pressed yellow silence and then red stop sign to stop flow of the circuit. Rn disconnected at site of venous (blue) access port to flush and troubleshoot the line. Once line was clamped and disconnected from patient, rn saw piece of jelly like substance in venous line. Rn took hemostat and pulled out a 2 in jelly like clot out of patient's venous port of the catheter. Connections were red to red and blue to blue. Clot looks like a large piece of plastic film. Because red stop sign would not stop the blood flow, rn had to turn off machine manually to stop the alarming. Rn did not return blood to patient for concern of other clots present in circuit. The substance removed appeared to be a plastic material. Manufacturer response for acute care dialysis cartridges for renal replacement therapy, nxstage cartridge express (per site reporter). None at this time.